Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code 433. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was found that errors e433 and e457 were found in the error log history, and both errors were caused by a faulty hvps board with burnt components resulting from high power. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e457. There were no reports of patient harm.